Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, there is a decapping issue due to a molding defect seen with an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer states multiple labcorp sites are experiencing decapping issues with tubes. Customers state cap is different from caps used in the past. Using sysmex th11 - integrated decapper.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: device available for eval: yes. Returned to manufacturer on: 09-nov-2023 . H.6. Investigation summary: bd received 20 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for defective stopper molding with the incident lot was not observed. Additionally, the customer samples along with 90 retention samples from bd inventory, were evaluated by visual examination and no issues were observed relating to defective stopper molding as all samples met specifications. The product does contain the correct conventional stopper per specification for catalog 364992. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, there is a decapping issue due to a molding defect seen with an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "customer states multiple labcorp sites are experiencing decapping issues with tubes. Customers state cap is different from caps used in the past. Using sysmex th11 - integrated decapper.